Event description:
Cvvh filter was appropriately primed and connected to patient. Within minutes of initiating, blood was noted to be going in to waste line. It was immediately stopped, and the filter was changed.